Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered 10 units (u) of insulin without user interaction. Tandem technical support reviewed the pump data and found that the customer programmed a bolus. After programming a bolus, pump calculated a bolus of 1.28 u. However, the customer overrode the calculation and requested 10 u. Customer acknowledged that the 10 u was user requested and pump was functioning as intended. Customer's blood glucose was 140 mg/dl.